Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test of the returned device was performed following bwi procedures. Visual analysis was performed and a reddish material was observed inside the pebax; evidence of separation between the pebax and the electrode. Also, the rocker arm was observed detached form the handle: welding residues were observed suggesting a proper manufacturing process. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the separation between the pebax and the electrode cannot be determined. The potential cause of the rocker arm detached could be related to excessive force during the handling of the device, however, this cannot be established. The instruction for use states: do not use excessive force to advance or withdraw the catheter when resistance is encountered. The contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and, if necessary, remove and inspect the catheter. The contact force reading is for information only and is not intended to replace standard handling precautions. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. It was initially reported by the customer that after ablation was started, contact force increased rapidly (80g to hi) in about 2 seconds. The catheter was reconnected, and ablation was conducted again, but the same issue occurred. Cable was replaced and the ablation was conducted again, but the issue was reproducible. The catheter was replaced with another new one, the issue was resolved, and the contact force behavior after ablation was also normal. The procedure was continued and completed. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.